Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: investigation revealed the presence of a persistent, horizontal line through the display field.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2014 alleging there was a line through the display screen. There was no report patient impact associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.